Event description:
It was reported that the user received a continuous glucose monitor offline alert and observed no blood glucose data on the ilet and the ilet mobile app; the cgm setting on the ilet had been set to dexcom g7 instead of libre 3+, and after changing the setting back to libre 3+ and re-scanning the libre 3+ sensor in the app, blood glucose data resumed, reading 192 mg/dl. Symptoms included temporary unavailability of glucose readings. Outcomes included restoration of cgm data display on both the ilet and the mobile app without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the loss of displayed glucose data was due to an incorrect cgm selection in device settings, resolved by configuring the correct sensor and re-establishing the sensor link. It was concluded that the event was user setup related and that the device functioned as designed after correction.